Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f352 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot f352 for the reported issue shows no trends. Trends were reviewed for complaint categories, centrifuge bowl leak/break, alarm #7: blood leak (centrifuge chamber). No trends were detected for each complaint category. The customer provided photographs for evaluation. Review of the photographs verify the reported centrifuge bowl leak / break. Further analysis of the photographs identified that the outer centrifuge bowl base is still retained within the centrifuge platen. In addition, the outer centrifuge bowl appears nearly intact on the bottom of the centrifuge chamber. However, the inner centrifuge bowl components are shattered and the drive tube is broken at both ends. A material trace of the centrifuge bowl assembly and its components used to build lot f352 found no related non-conformances. The root cause for the centrifuge bowl leak / break could not be determined based on a review of the complaint description, complaint trending, device history record review and customer provided photographs. No further action is required at this time. Investigation complete. (B)(4).

Event description:
The customer called to report a centrifuge bowl leak/ break that occurred approximately 10 minutes into a patient treatment. The customer stated they received an alarm #7: blood leak (centrifuge chamber) and that the centrifuge bowl had shattered. The customer also noted that the kit's drive tube was no longer attached at either the lower or upper drive tube bearing points of attachment. The treatment was aborted and no blood was returned back to the patient. The patient was said to be in stable condition and did not require any medical intervention. The customer has provided photographs for evaluation.